Event description:
As reported by the user facility: pt complained of burning sensation in neck and nose area. This is event #2 for the same pt as previously reported under MFR report # 2523676-2015-00022(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the facility, the event occurred at the start of treatment. The treatment was continued and after 5 minutes the symptoms went away and the treatment was completed. The facility reported that no sample is available for eval; however, all available info related to this event has been forwarded to the device MFR, (B)(4), for further investigation. Their investigation is ongoing at this time. A follow up report will be submitted when results of the investigation are available.